Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/14/2014 with the following findings: the complaint could not be duplicated with investigation. A battery compartment was not found during investigation. Unrelated to the complaint, the battery cap threads were damaged; the battery cap was unable to secure properly to the pump. A test cap was able to be secured properly to the pump and was used for further investigation. Investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case-unable to remove battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.